Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the lamp power off did not work. Additional information has been requested but none has been received yet.

Manufacturer narrative:
The system was examined and the reported event was replicated, as the observed that the lamp hours exceeded its expected life. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on february 12, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its expected life. However, the lamp met specifications as it functioned to its expected rated life. (B)(4).